Event description:
It was reported that screen had scratching. There was no reported impact to the customer¿s blood glucose level. Customer declined further assistance from technical support, and no additional corrective actions were documented.